Event description:
Itchy- vagina [vulvovaginal pruritus] tampon either all in or all out, I didn't take it out- vagina [foreign body in reproductive tract] case narrative: consumer reported via e-mail that tampon is either all in or all out. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.